Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and log displayed a connection loss . Performed a pairing test with a (B)(6) bluetooth and passed. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The reported event of loss of connection was confirmed a root cause could not be determined.